Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump bolus wizard option does not work. Customer also indicated that the display numbers cannot scroll. Troubleshooting was unable to continue as customer ended the call. No further information was provided.